Manufacturer narrative:
Follow-up #1 date of submission 08/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2012 with the following findings: a review of the black box could not verify that the pump's time and date had reverted to factory default settings. The black box shows a manual date change made by the user on (B)(6) 2012 8:14 am. The pump was exercised for 29 hours and was found to be delivering appropriately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 the patient obtained a blood glucose reading of 52 mg/dl. At that time, the patient experienced the symptom of hunger. The patient was treated with 15 grams carbohydrates and a snack, and his blood glucose level became higher. The patient did not seek any medical attention. Troubleshooting revealed the pump date and time were incorrect. The reporter noted the battery had been replaced one month ago. The owner's manual recommends the user verify the pump date/time after every battery replacement. The patient's technique was incorrect by not checking/resetting the pump's date/time after replacing the battery, as recommended by the manufacturer. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia afterwards, and received treatment with food, this complaint is being reported.